Event description:
Customer reported receiving an error alarm during the manual prime. The drive support cap was noted to be normal. Customer stated that the insulin pump keeps going back to rewind. No further information reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed for a motor error during the basic occlusion test due to protruded and loose drive support disk. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.